Manufacturer narrative:
Lot number ¿ 60133534 and an unspecified lot number. A batch review was conducted for 60133534 and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 10 </noe> malfunction events. It was reported that ten exactamix valve sets leaked during compounding. For three of the sets, the tubing attached to the screw connector came away from the screw connector piece. The location of the leak was not specified for the remaining seven events. There was no patient involvement. No additional information is available.